Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was over 800 mg/dl. Customer experienced ketones, diabetic ketoacidosis and they were hospitalized due to high blood glucose levels. Customer was placed on insulin drip and released from the intensive care unit after they were monitored for several days.